Event description:
Sales rep reported that a knee revision surgery due to the wound still draining two weeks after surgery. The sales rep reported that cultures indicated there was no infection. While the surgeon had the knee joint exposed, the tibial insert and retaining bolt were removed and replaced with new ones. The original surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Eval summary to support: the implants were not returned for examination and therefore omni could not confirm the lot number of the product reported. Based on the info provided, a review of manufacturing sterilization records of the explanted implants was performed. There was no evidence in the files that showed a correlation that would likely result in wound drainage. All batch records, sterilization and sterility results were reviewed. There were no defects or deviations reported.